Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps broke while holding tissue and applying slight traction. The surgeon did not make any sudden movements or misuse. The forceps were not replaced as the procedure was finishing. The procedure was completed with no reported injury.